Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer reported the monopolar curved scissors (mcs) instrument wire was broken. The procedure was completed. On 11-apr-2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: robotic mcs wire broke in patient. Doctor was notified. There was no harm and imaging completed with zero foreign body noted. Isi followed up with the initial reporter and obtained the following additional information on 15-apr-2024: the diagnostic test performed was due to the mcs instrument broken wire. It was unknown if the mcs tip cover accessory was broken at the time of the event. The instrument was inspected prior to use and the issue occurred during a total prostatectomy procedure. It was unknown what caused the breakage, and it was unknown how long the instrument was in use. There were no issues with the functionality of the instrument during procedure and the mcs instrument did not collide with any other instruments or hard material. A fragment fell inside the patient during an instrument tip / accessory collision, but it was removed. The instrument was removed after the breakage. It was reported that the operating room (or) manager has the mcs tip cover accessory, and it was not known if it will be returned for evaluation. No photographic images of the device or recording of the procedure is available for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end.